Event description:
A report was received that the patient had an infection at the lead incision site. The patient's symptoms included pus at the incision site. The physician treated the patient with oral antibiotics.